Event description:
The consumer reported that a week ago his programmer suddenly did not seem to shut stimulation off all the way. The patient stated that at night he still felt the shaking when he turned if off and that stimulation changes amplitudes without warning going from 2.5 to 1.25 if he coughs or sneezes. The patient reported that he has the device for neuropathy in his feet and he used to feel stimulation a little in his legs and feet but now was feeling stimulation in his back and shoulders when he laid down. The patient noted that when he was mobile he could not feel it and there were no falls or traumas related to the issue. The indications for use were non-malignant pain and lumbar radiculopathy.

Event description:
Additional information received from the manufacturer representative reported that the patient was feeling stimulation in their neck and head when laying down and that stimulation was turning itself on and off. It was noted that the patient normally had bilateral stimulation for their feet which was working fine. When the representative met with the patient they took out all the programs and turned stimulation off and checked impedances which were between 700-1200 ohms. The representative stated that the patient told her that he was still feeling stimulation and while laying down he felt stimulation everywhere. It was noted that with the stimulation off the patient should not be feeling stimulation. The healthcare professional did a CT scan and it showed that the lead hadn't moved and was fine. There were no traumas or falls reported that could be related to the issue and it was unknown if the patient still felt stimulation in his feet when stimulation was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.